Event description:
Related manufacturer reference number: 2017865-2024-03304. It was reported that the patient presented in the clinic. Upon interrogation, the atrial lead and the right ventricular (rv) lead exhibited noise oversensing which led to pacing inhibition. The atrial and the rv lead was capped and replaced on (B)(6) 2024. The patient was stable throughout.